Manufacturer narrative:
Ge representative evaluated the system and could not duplicate the reported problem. The system operates as intended.

Event description:
The customer reported, the monitor cart is not working, the monitors do not turn on. No patient injury was reported.